Event description:
A caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact on the customer¿s blood glucose level, confirmed to not exceed 500 mg/dl. Technical support decided to replace the pump and advised the customer to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support informed the customer that they would receive a new pump with updated software and provided instructions on how to put the pump into storage mode before returning it. The customer understood the instructions and confirmed shipping details, opting not to require a signature for delivery.